Manufacturer narrative:
S/w ver 3.18e pump not in manufacture mode. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, broken reservoir tube lip, broken battery tube threads, cracked case behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged after if fell on the ground. Customer stated there was a crack around the reservoir area. The customer¿s blood glucose level was 204 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.